Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) fluid volume accuracy testing. Fill 1 = 828.6 ml, drain 1 = 829.6 ml, fill 2 = 824.1 ml, and drain 2 = 824.5 ml (allowable range 774.0 ml to 821.0 ml). Per (B)(4) the volumes for fill 2 and drain 2 are within acceptable limits (volumes within range fill/ drain 1 or 2 750.0 ml - 828.2 ml), however the volumes for fill 1 and drain 1 are outside the acceptable limits and qualify as a reportable malfunction (fill/drain 1 or 2 volume outside range 750.0 ml - 828.2 ml). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed volumetric accuracy found during evaluation. Internal / external inspection performed and passed. A manual volumetric accuracy test was completed but failed. A manual temperature test was completed and passed. The homechoice pneumatic system was checked using the cycler remote toolbox (crt) program version 8.800 and a leak was found in the left disposable system. The source of the leak was isolated to a leak in the door assembly. An inspection of the door assembly found a crack in the door piston at the left disposable chamber. The rite functional test failure was confirmed by review of the rite functional test report. The assignable cause for the rite functional test failure was determined to be caused by the crack in the door piston. The device failed specifications for the rite functional test failure for accuracy. Pal recommends replacing the door piston. The device will be sent for servicing. Baxter will continue to monitor similar reports to determine if further actions are required.